Manufacturer narrative:
There is no indication of any system or component failure and the patient did report a reduction in pain while using the nalu system. Explant of the nalu system was performed due to patient electing to have a spinal fusion procedure. The explant took place at the same time that the fusion was performed.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. The nalu system was implanted to replace an existing system from a different neuromodulation manufacturer. After activating the system, the patient reported pain levels had reduced from pre-implant level of 7/10 down to 4/10. On (B)(6) 2024 the firm was notified that the patient had decided to move forward with a spinal fusion procedure and would need to have the nalu device removed. On (B)(6) 2024 a full system explant was performed per the patient request in preparation for the upcoming fusion procedure.